Event description:
According to the report, bioglue was used in an ascending aorta replacement surgery for acute aortic dissection. Approximately three months after surgery, white liquid was observed in the surgical wound and CT scan demonstrated pleural effusion in the pleural cavity. The liquid from the surgical wound was cultured with negative results. The cause for the reported event is unknown and a correlation between the use of bioglue and the reported event has not been established.

Manufacturer narrative:
Cryolife has initiated an investigation and is attempting to obtain additional information. The results of the investigation and any additional information obtained will be provided in a follow-up report.

Manufacturer narrative:
According to the report, bioglue was used in ascending aorta replacement for the acute aortic dissection. No immediate complications were noted following surgery. Approximately three months later, the patient presented with a white liquid exuding from the wound. A CT scan showed a pleural effusion. Examination of the white liquid was negative. The bioglue lot number associated with this reported event is unknown. The distributor provided possible lot numbers based on shipping records. Quality reviewed the manufacturing records for these possible lots and confirmed that all records were controlled, available for review, and met all physical specifications per the device master records. There were no findings to suggest that bioglue contributed to the reported event. With the available information, no definitive conclusions can be made to determine the cause of the white fluid flowing from the patient's wound and the pleural effusion observed via CT imaging. Pleural effusions of a generally benign nature can occur after aortic replacement surgery. These effusions can occur in the late (>30 days) postoperative period. Possible etiologies include heart failure, pulmonary embolism, chylothorax, pleural infections, or hemothorax. The description of the exuding white fluid is consistent with possible lymphatic fluid (chylothorax), resulting from injury to the thoracic duct. A sinus tract between the pleural cavity and the sternal wound may allow drainage of the effusion externally. Damage to the thoracic duct would be considered a surgical complication and is not related to the use of bioglue. The investigation did not find anything to suggest that bioglue caused or contributed to the reported event.